Event description:
The engineer reported that the ventilator has two errors listed, compressor run time error, and vent inop and the compressor is not operating. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion factory service technician evaluated the ventilator and found that the compressor run time data error occurs when the unit runs on compressor for five minutes. He was unable to duplicate the ifs voltage fault error. Ventilator failed post test. Found leak coming out of o2 side and noticed a hole in one of the tubings going to the o2 blender. After opening the gas delivery engine noticed burn marks in the tca assembly, power driver and o2 blender. Replaced tca assembly, power driver and o2 blender. Performed preventive maintenance and testing per service manual.